Event description:
Boston scientific received information that, during a device changeout, this right atrial (ra) lead exhibited high pacing impedance measurements (greater than 2000 ohms) and high thresholds. The high impedance measurements were noted after this lead was inserted into the header of the replacement device. It was also noted that pacing was not delivered when required. A set screw issue was ruled out and there was no evidence of a lead fracture. This ra lead was surgically abandoned and replaced. No out of range measurements were noted with the replacement device and new ra lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.